Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg as well as inadequate pain relief. It was also noted that patient experienced burning when charging and discomfort at the waistline. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.